Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to the 'active exhalation valve closed'. The service technician states that the active exhalation control module valve will be replaced to resolve the issue. The service technician also notes that the screen was shattered and not legible. The lcd screen will be replaced to resolve the issue. Additionally, it is noted that the cord retainer was missing, the front case had physical damage, the rear case had physical damage, base enclosures with labels and feet had physical damage, handle was cracked, porting block was cracked. All the stated parts will be replaced. The nurse call connector was broken, and the interface printed circuit assembly (pca) board will be replaced to resolve the issue. The repair estimate is awaiting customer approval.

Manufacturer narrative:
The reported failure of the active exhalation control module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of display/screen issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.